Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined.

Event description:
The event involved a plum 360 infusion pump and it occurred on an unspecified date . The customer stated the pump is shutting off without warning. It was noted that the ICU team is experiencing difficulty with the devices while on transport with patients to CT with the 360 pumps. There was no report of patient harm.